Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with the detergent solution. During the device evaluation, the following was found: due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The nozzle had foreign objects from insufficient cleaning. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Adhesive on the bending section cover had a chip. The adhesive on the bending section cover had a crack. Due to clogging of the nozzle, water removal ability did not meet the standard value. The lock engagement lever was deformed. The switch button 3 had a scratch. Paint on the suction cylinder was peeled. Paint on the air/water cylinder was peeled. The image guide protector had a scratch. The protector of the universal cord on the scope connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The adhesive around the objective lens had a white-clouded area. Adhesive around the light guide lens had a white-clouded area. The connecting tube had a scratch. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced reduced angulation of the up/down effect. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there is a foreign object found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.